Event description:
It was reported, during preparation for use the subject device was damaged, and the chip sensors on the paddle screws came off. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. A probable root cause cannot be identified. A device history review of the actual product was conducted and found no problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use the subject device was damaged, and the chip sensors on the paddle screws came off. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.